Manufacturer narrative:
In response to FDA report number mw5087024. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation - rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported rupture on an unknown side. Device has been explanted.